Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic console exhibited intermittent vacuum loss during cataract surgery in phacoemulsification mode. The surgery was successfully completed after restarting and repriming the machine. There was no impact on the patient.